Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1vr01-delsys / expiration date: 28-may-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no dev rtn to MFR? No / mfg date: 04-jan-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) telemetry could not be maintained after tether pull, due to an interaction with an implantable cardiac monitor implantable cardiac monitor (icm) a connection was able to be established when the icm was removed and the leadless ipg was implanted successfully. No patient complications have been reported as a result of this event.